Manufacturer narrative:
Zoll has completed the root cause investigation into the treatment event. We have concluded that the four treatments delivered by the lifevest were inappropriate, since the rate of the arrhythmia was below the prescribed rate threshold of 150 bpm. Engineering analysis of the algorithm's behavior during this event concluded that the criteria for initiating a treatment sequence was met due to the significant change in the patient's ECG morphology from the patient's recorded baseline combined with an unstable rate detector. The detection algorithm functioned as designed. The inappropriate treatments did not induce any ventricular tachycardia or ventricular fibrillation, but the patient's idioventricular rhythm continued to slow from 50 bpm at the onset of the treatment sequences to 40 bpm after the final treatment. The rate continued to slow to below 20 bpm. Approximately four minutes after the final treatment CPR artifact was evident in the ECG strips. The electrode belt was disconnected approximately 40 minutes after the final treatment. The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no device malfunction. A root cause investigation into the treatment event is underway.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest on (B)(6) 2016, was admitted to the hospital, and passed away on (B)(6) 2016. The lifevest delivered four treatments between 08:22:57 and 08:25:12 on (B)(6) 2016. The patient was in an idioventricular ventricular rhythm (40-50 bpm) at the time of the treatments. The patient remained in an idioventricular rhythm immediately following each of the treatments. At approximately 8:30, the patient's idioventricular rhythm degraded to asystole, which is considered a non-treatable rhythm, and CPR was performed. The lifevest electrode belt was disconnected at 09:06:01. The response buttons were not pressed during the event. It was also reported that the patient suffered a seizure on (B)(6) 2016 while at home. The patient was admitted to the ICU and placed on life support due to lack of brain activity. Life support was removed on (B)(6) 2016 and the patient subsequently passed away.

Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no device malfunction. A root cause investigation into the treatment event is underway.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest on (B)(6) 2016, was admitted to the hospital, and passed away on (B)(6) 2016. The lifevest delivered four treatments between 08:22:57 and 08:25:12 on (B)(6) 2016. The patient was in an idioventricular ventricular rhythm (40-50 bpm) at the time of the treatments. The patient remained in an idioventricular rhythm immediately following each of the treatments. At approximately 8:30, the patient's idioventricular rhythm degraded to asystole, which is considered a non-treatable rhythm, and CPR was performed. The lifevest electrode belt was disconnected at 09:06:01. The response buttons were not pressed during the event. It was also reported that the patient suffered a seizure on (B)(6) 2016 while at home. The patient was admitted to the ICU and placed on life support due to lack of brain activity. Life support was removed on (B)(6) 2016 and the patient subsequently passed away.